Manufacturer narrative:
Batch review performed on 25 april 2018. Lot 170844: (B)(4) items manufactured and released on (B)(4) 2017. Expiration date: 2022-03-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Others devices involved: versafitcup 01.26.48mb (k083116) acetabular shell ø 48; lot 166338: (B)(4) items manufactured and released on (B)(4) 2017. Expiration date: 2022-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup dm 01.26.2848mhc (k092265) double mobility hc liner ø 48/28; lot 166698: (B)(4) items manufactured and released on (B)(4) 2017. Expiration date: 2022-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two similar reported event. Mectacer 01.29.201 (k112115), biolox delta ceramic ball head 12/14 ø 28 size s -3.5; lot 170679: (B)(4) items manufactured and released on (B)(4) 2017. Expiration date: 2022-05-14 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 7 months after primary. The patient was (B)(6) for (B)(6). All implants were removed and a spacer was implanted. The surgery was completed successfully.